Event description:
The pt reported experiencing elevated blood glucose of 14-17 mmol/l (252-306 mg/dl) for the past 2 weeks. She switched to her backup infusion device and her blood glucose decreased. Her normal blood glucose level is 5 mmol/l (90 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.